Manufacturer narrative:
Continued information for section d11. Concomitant medical products- architect reaction vessels, list 07c15-03, lot 000192553. An investigation was performed and identified a deficiency for specific lots of architect reaction vessels (ln 07c15-03), including lot 000192553 in this event. An increase in complaint activity resulted in identifying a product deficiency of certain lots of the architect reaction vessel. However, the investigation determined that the impacted lots were not distributed in the us, and therefore no further action in the us is warranted.

Manufacturer narrative:
Patient identifier: (B)(6). No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect hcv ag results for several samples. The following data was provided: 26aug sid (B)(6) initial hcv ag result = (B)(6), repeats = (B)(6). Additional (B)(6) samples were noted on august 10th, 26th, 27th, and 28th. No specific data was provided for the additional samples. No impact to patient management was reported.